Event description:
The customer reported a loss of fluoroscopic x-ray functionality. No pt or user injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable was evaluated and replaced. The system was tested and found to be working as intended and returned to service.